Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during da vinci-assisted surgical procedure, the blades of monopolar curved scissors did not close all the way. The procedure was completed with no reported injury. Intuitive followed up but no additional information was available.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. Failure analysis found the primary failure of instrument blades/bent related to the customer reported complaint. The reported event with the instrument was replicated and confirmed. The instrument was found to have one bent blade, causing them to be misaligned. The offset at the tips was 0.28 mm. Probable root cause of the failure mode bent instrument blades is attributed to damage during use, as moderate misalignment of the grip tips/blades can occur due to grasping hard tissue or objects, or through collisions with other instruments.

Event description:
Refer to h11 for follow-up information.